Manufacturer narrative:
H.6: additional samples were received from the user facility: 1 was opened, no tip protector, damaged ears; 14 were opened and used with tip protector; no damage; 44 unopened samples with no damage. All samples (opened/unopened) met ear width specifications. This report was mailed in to FDA on: 7/28/1998. The manufacturers internal reference number is: 0298-0074.

Event description:
Surgeon reports knife was wrong caliber (<3.2) which may have resulted in 2 cases of corneal burns.